Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm round tip scissors instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to have no physical damage on cables.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was a rip in a cord of the round tip scissors. The procedure was completed with no reported injury.